Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. An updated report will be submitted when additional information be received. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the patient received an implant approximately five years ago and experienced high cobalt levels in his blood and pain. A revision surgery is scheduled for (B)(6) 2013.